Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, it was reportedly noted that the right internal iliac artery was unintentionally covered by the 23mm contralateral leg component (plc231200j/12537246). According to the report, significant tortuosity and thrombus at the distal implantation site made it difficult to deploy the device at the desired location. No additional procedure was performed to address the covered vessel, and the patient would continue to be monitored. The patient tolerated the procedure.